Event description:
It was reported that the cement gun created metal filings when compressed. No filings fell into the surgical site. A back up device was used to complete the procedure with no clinically relevant delay. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was received for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete.